Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The harmonic ace instrument was found with a broken curved blade. The broken piece, approximately 0.32" x 0.10" was not returned. There was material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on to blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument broke. The procedure was completed with the same instrument, and there was no reported injury.